Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation, the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. Upon completion of the independent laboratory culturing, the subject device was returned to olympus for inspection. The glue on the bending section cover was peeling off, there was knob play and there was reduced angulation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the event could not be determined. Enterobacter cloacae, and acinetobacter baumannii were detected from the channel in culture testing by the user after reprocessing. However, the same kind of microorganism was not detected from the channel when the independent culture tested occurred after reprocessing was performed in accordance with instructions for use (IFU). The instructions for use (IFU) cautions the users of incorrectly reprocessing and proper handling of the device: IFU (reprocessing manual) states as follows: ¿reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the results were determined to be conforming. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer uses detergent aniosyme x3 during manual cleaning. The operating/suction channel, the suction piston, the opening of the operating channel and the distal end/areas around the elevator are cleaned manually with asept inmed (201780) brushes. For automatic endoscope reprocessing, the customer uses automatic endoscope reprocessor (aer) soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are vertically hung and stored in a soluscope drying cabinet (as300). Olympus is the maintenance company the customer uses. The device evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for over 250 colony forming units (cfus) of enterobacter cloacae complex and acinetobacter baumannii when the auxiliary channel, the biopsy channel and the suction channel were tested. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.